Manufacturer narrative:
Analysis of the returned segment of the 8709sc catheter (consisting of the pin connector and distal section) found an area of compression on the catheter body. The returned portion of the 8596 catheter (pump connector and proximal section) was found to be acceptable during testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. Product ID: 8709sc, serial/lot #: (B)(4), ubd: 29-oct-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider via a manufacturer¿s representative regarding an implantable intrathecal pump intended to deliver gablofen [1000 mcg/ml] at 131 mcg/day, indicated for intractable spasticity and multiple sclerosis. The patient¿s medical history included spasticity, arachnoiditis, and chronic low back pain. The patient¿s concomitant medications included zanaflex, duragesic, prilosec, paroxetine, hydrocodone, oral baclofen prn, atrovent inhaler, desyrel, lithium, imitrex, synthroid, and multivitamins. It was reported that when the existing catheter was disconnected from the pump for an elective pump replacement, there was no spontaneous retrograde flow of cerebral spinal fluid (csf). The event date was (B)(6) 2018. It was stated that the catheter was accessed with a 24-gauge angiocath attached to a 3 ml syringe, and they were unable to withdraw csf. They reattached the explanted pump to the existing catheter and accessed the catheter access port (cap) with a 24-gauge non-coring needle and were unable to withdraw csf. It was reported that surgical intervention occurred. The decision was made to replace the existing catheter by the physician. It was indicated that there were no environmental, external, or patient factors that may have led or contributed to the issue, and no diagnostics/ troubleshooting were performed. No patient symptoms were reported. Regarding actions/interventions, it was reported that per the managing clinician, the patient has been on a stable dose of baclofen at 131 mcg/day and has not exhibited and signs or symptoms of baclofen withdrawal nor loss of therapy. At the time of the report, the issue was resolved, and the patient's status was listed as ¿alive ¿ no injury.¿ no further complications were reported or anticipated. Additional information was received from the manufacturer's representative. It was reported that the healthcare provider who initially reported the event was the neurosurgeon who performed the surgery.

Manufacturer narrative:
Product ID: 8596, serial# (B)(4), implanted: (B)(6)2006, explanted: (B)(6)2018, product type: catheter. Other relevant device(s) are: product ID: 8596, serial# (B)(4) , ubd: (B)(4)2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The catheters were returned for analysis. No further complications were reported or anticipated.